Event description:
It was reported that the patient presented in clinic for follow-up feeling weak and tired due to lack of atrioventricular synchrony. Further review revealed that the patient¿s atrial lead had dislodged. The lead was explanted and replaced. Patient was stable throughout.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.